Event description:
Additional info received from MFR on 11/04/1998: this device remains in service with this patient, therefore no laboratory analysis was performed on this unit. There is no info to indicate the device is not performing as intended. The implanting physician indicated to the cpi sales rep. That he does not feel that this is a device issue. The voluntary medwatch form referenced states the device was turned off on jan 9, 1997. Follow-up with implanting physician has indicated that the device has not been turned off. There have been no design changes, modifications, or sterilization changes to the model 1740 that may be related to the event.